Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 301 bg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, a headache as well as not being able to consume food or fluids. Once at the hospital the patients pod was removed and the patient was admitted to the pediatric intensive care unit (ICU). The patient was treated with fluids, insulin and antibiotics. The patient was discharged from the hospital after 2 days. The pod will not be returned as it has been discarded. It should be noted the patient was also seen at the hospital for unrelated strep throat and prescribed penicillin. The patient's blood glucose history are as follows: time bg(mg/dl), 12:00 pm 301 , 01:00 pm 298 , 03:00 pm 321 , 07:00 pm 150.